Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read out and analyzed. No abnormalities were assessed. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For the testing of the air-sensor a water filled infusomat tubing was inserted into the device. All externally injected air bubbles have been detected correctly by the sensor. For further investigation the device was disassembled. No damages inside were found. The pump operated as intended and the reported failure could not be reproduced.

Manufacturer narrative:
(B)(4). The device has been requested to be sent to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the examination results become available.

Event description:
As reported by the user facility ((B)(4)): more air passed through the infusion pump than is acceptable. The pump didn't alarm. No patient harm or delay to therapy.